Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No issues were seen with the device or the data from the device. The needle mechanism was reset, ratchet gear manually advanced, and the device successfully deployed. Data downloaded from the device indicates it ran for 1525 pulses, delivered multiple boluses, and maintained a steady basal rate. The device was found to function as intended.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 20 mmol/l (360 mg/dl) while wearing the pod between 24 and 36 hours on the back. Upon inspection, it was noticed that the pink slide did not move forward, indicating a failure of the needle mechanism. No information was provided on how the hyperglycemia was treated.